Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. The reported difficulty to remove could not be confirmed due to the condition the device was received for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified and heavily tortuous anatomy causing the reported failure to advance. The device was removed but met resistance with the guiding catheter causing the reported difficulty to remove and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal to mid right coronary artery (rca) that was heavily calcified and heavily tortuous. An nc trek 2.5 x 12 mm was used to pre-dilate the vessel. After pre-dilatation, with an nc trek, the xience xpedition 3.5 x 48, was advanced, but, after multiple attempts, the device failed to cross the lesion due to the calcification & tortuosity. The device was removed with resistance, but once removed, it was noted that the stent was no longer on the balloon. The stent was located at the profunda femoris artery and was successfully snared. There was no reported adverse patient sequela or a clinically significant delay in procedure. A non-abbott balloon was then used to pre-dilate the vessel and two xience sierra stents were deployed overlapping in the rca. The procedure was completed successfully without any significant complications. No additional information was provided.